Event description:
A user facility reported, "the deroyal suction canister liners are experiencing issues with suction due to faulty adhesives being applied. The end user must press firmly when connecting the lid to the liner. If the adhesive doesn't connect all the way around, the suction will not work. There are issues with the suction decreasing and failing intermittent suction. In both cases, the issue is fixed by being extra firm when connecting the lid to the liner before placing it in the canister. Deroyal rounded, took notes and pictures and will be reporting back asap."

Manufacturer narrative:
A user facility reported, "the deroyal suction canister liners are experiencing issues with suction due to faulty adhesives being applied. The end user must press firmly when connecting the lid to the liner. If the adhesive doesn't connect all the way around, the suction will not work. There are issues with the suction decreasing and failing intermittent suction. In both cases, the issue is fixed by being extra firm when connecting the lid to the liner before placing it in the canister. Deroyal rounded, took notes and pictures and will be reporting back asap." Deroyal industries performed testing on suction canisters retained at the manufacturing facility. Intermittent vacuum and shut off testing were performed and no issues were found. Failure modes and effects analysis (fmea) and corrective and preventive actions were reviewed and no issues were found. An inventory check was performed on (B)(4) suction canisters and all were within correct specifications. Root cause: because the defective sample was not available for return, no root cause could be determined. Potential root cause: while it could not be confirmed, there is a potential that if the glue bead in the inner trough of the lid is not uniform and unbroken, that the seal ring of lid would allow for a leak path of suction. This is checked with a visual inspection. No issues were found with inventory on hand. Corrective and preventive actions: while no specific issues were found, operators were retained on the glue acceptance criteria to ensure proper specifications are met. Deroyal will continue to monitor for trends around this product and issue. The investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.